Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm (error code 1102) found in the device's diagnostic report. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that there was no visible damage found on the device speakers. The rse recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba). The customer was provided with a quote for onsite service and a replacement cpu pcba. The investigation is ongoing.

Manufacturer narrative:
We are unable to confirm the alleged device issue or final disposition of the device because the customer did not accept the quote or provide a response to the quote, refusing service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.